Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light source that would not immediately turn off when pressing the console touch screen. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: light source that would not immediately turn off when pressing the console touch screen. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a component issue with the main board causing the lightsource to freeze and not respond to touch while activated. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light source that would not immediately turn off when pressing the console touch screen. Therefore, there was a thermal event.